Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The unit triggered error 32098 chipencoder virtual absolute on yaw twice on the system. However, the system was able to power up multiple times with no errors. Visual inspection did not find any factors that could have contributed to the reported event. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause is attributed to a faulty yaw motor module in the usm. This issue may be resolved by fse replacement of the usm. Field h8 corrected to initial use.

Event description:
It was reported that a 32098 error occurred on arm 4, and the error would not recover. The site attempted an emergency power off (epo) of the robot, but this did not resolve the issue. As a result, the site decided to disable arm 4 and proceed with the case using a 3-arm system. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. Fse replaced pn: 380666-25 universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.